Manufacturer narrative:
Per the srt, when the electronic patient gas system (epgs) was set to 5.00 liters per minute (l/min), the output was 4.68 l/min which was out of specification. The srt replaced the flowmeter. The unit operated to the manufacturer's specifications.

Event description:
Upon receipt of the device, the service repair technician (srt) reported that during testing of the device at the service center, the flowmeter failed accuracy testing. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the device was tested for flow accuracy. It was originally calibrated on 12022 and then calibrated again on 08aug2022. It was found to be within tolerance prior and was still within tolerance during all flow rates tested including five standard liter per minute (slpm). The input/output functionality was tested, and all parameters were within tolerance and no issues were found. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.